Manufacturer narrative:
Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was an alert due to a one time jump in right ventricular (rv) lead defibrillation coil impedance to a high value. The lead remains in use. No patient complications have been reported as a result of this event.